Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-14 below) as part of internal complaint handling activities. Patient age at time of event, date of birth (a2), sex (a3), and weight (a4) not reported. Date of event (b3) unknown. Brand name (d1) unknown. Model #, lot #, unique identifier (UDI) # (d4) not indicated by reporter / unknown. Catalog # and serial # (d4) not utilized by trilliant surgical. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. Implanted date (d6) unknown. Explanted date (d7) unknown. Reprocessor name and address (d9) n/a to this report. Concomitant medical products and therapy dates (d11) not reported. As a result of item 4 above, device manufacture date (h4) is unknown. H7 - no remedial action known to be initiated. Section h9 n/a to this report. No files attached to this report. B5 - description of event/problem for initial submission - corrected to reflect exact wording recorded in internal complaint file. Investigation summary (omitted within original submission): due to limited information received, the investigation was limited to a review of the report details and previous complaints review. No parts were returned and therefore visual inspection, dimensional inspection, and simulated use testing review could not be performed. Review of surgical technique: details of any implant or removal surgery were not provided and could therefore not be evaluated. DHR review: specific device information was not provided, and a DHR review was unable to be performed. Previous complaint review: a review of previous complaints was performed for the twist subtalar product family from the dates of 01/01/2013 to 03/21/2019. There were no other reports of twist subtalar implants being removed. Conclusion/rca: the report from the physician of "all twists that have been put in have been removed." Provided little information regarding the nature of the issue or whether an adverse event or malfunction had occurred to necessitate removal of the implant. Multiple attempts to contact the reporting physician were made by the sales representative and trilliant personnel, however no additional information has been received to-date. Review of previous complaints did not identify any other reports of twist subtalar implants requiring removal. The reason for removal, and any other details remain unknown and no conclusion can be drawn regarding the event.

Event description:
Trilliant surgical's marketing department released a post-market surveillance survey on 12/07/2018 which asked customers to "rate your experience with the following product system. Please provide information if you rate poor/fair." Doctor 1, a dpm that uses trilliant surgical product in virginia, responded to the survey with the following feedback regarding the twist subtalar implant system: "all twists that have been put in have been removed." On 12/31/2018, the trilliant surgical product manager at the time of report contacted doctor 1's local trilliant surgical distributor. The distributor informed the product manager that he would be meeting to discuss this feedback with doctor 1 on thursday, 01/03/2019. Sales support followed up with the distributor on 01/04/2019 and 01/08/2019 to retrieve more information, but has not been able to get a response from him to-date.

Event description:
During a customer feedback survey, a physician provided that all twist subtalar implants have been removed. The physician did not provide any further clarifying information. Additional relevant information has not been received to-date.